Event description:
The facility reported that the pump turned on by itself. The device was not in use at the time the reported situation occurred. No patient injury has been reported. No additional details are available.